Event description:
New information received indicated that there were no adverse consequences to the patient prior, during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was capped on (B)(6) 218 for a better capture threshold, which was able to be obtained with a new implanted lead. An elevated capture threshold was noted on the capped lv lead.